Event description:
Caller reports the year of the use by date on the aviva test strip vial is missing. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
(B)(4). Same patient as 2134265-2010-03690. It was reported that following a carotid stenting treatment procedure hypotension occurred. The target lesion was located in the ostium of the left internal carotid artery with 80% stenosis and was 30.0 mm long with a 5.7 mm reference vessel diameter. The physician treated the target lesion with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 0%. The patient was discharged the next day. It was reported that pre-discharge, the patient developed hypotension. The patient was treated with medication and the event was considered resolved without residual effects prior to discharge.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.